Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of error e226 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility."

Event description:
The customer reported to olympus that during preparation for use for a diagnostic procedure, error 226 occurred on hd 3cmos autoclavable camera head. A similar device was used to complete the procedure. There was no patient harm associated with this event.